Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's granddaughter reported via phone call of issues with the customer's insulin pump. The customer had blood glucose levels of 570mg/dl. Troubleshoot was unable to be conducted. The customer was advised to take customer to the emergency room for treatment and call back for troubleshoot.